Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for mixture of neuropathic and nociceptive pain, and degenerative disc disease (2003). The patient had a medical history of back with leg pain as a result of an injury. Medications the patient is on is oxycontin and gabapentin. This was the patient's first device for this indication for use. It was reported that the patient had pain, associated with numbness and sensitivity in their right thigh. Clinical diagnosis was low back pain. It was indicated that the pain was deep and achy in nature and  was worse with exercise, while walking or standing, which occurred (B)(6) 2020. It was indicated that this was possibly related to the patient's device/therapy, but unlikely related to the implant procedure. It was reported that the issue was not due to programming. Surgical intervention occurred where the entire system was explanted on (B)(6) 2020, but not replaced. The issue resolved without sequelae on (B)(6) 2020. The explanted device disposition is unknown.